Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The vessel was not tortuous/ calcified, the lesion was pre dilated, and the system was correctly held at the stability sheath close to the introducer and kept stationary but the product was used off label which was considered a significant factor. A manufacturing related root cause was considered. However, based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. The reported indication is off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use describes holding and handling of the system during deployment, in particular the instructions for use state: 'hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' The instructions for use further state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire'. 'The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery.'. H10: d4 (expiration date: 09/2024). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in basilic vein via proximal cephalic vein, the stent shortening was allegedly found after placement and unable to cover the whole lesion. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in basilic vein via proximal cephalic vein, the stent shortening was allegedly found after placement and unable to cover the whole lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified . As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 09/2024. Device not returned.